Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced several inappropriate shocks prior to the device being deactivated at the hospital pending further investigation. It was found that the suture at the distal tip of the implanted electrode had come undone resulting in dislodgement from its original implant site with the suture sleeve covering the proximal electrode. A revision procedure was performed wherein the electrode was repositioned and attached securely. A defibrillation threshold (dft) test was then successfully carried out. Non-specific adverse patient effects were reported. This system remains in service.